Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her father was hospitalized due to a mild heart attack; he had two stents put in. The patient's blood glucose at the time of incident was 548 mg/dl. The customer inserted a new reservoir and was unable to fill it. The customer was able to perform the prime, rewind, and fill function of the insulin pump. The caller stated that the insulin pump was working properly. No products were returned or replaced.